Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for subtrochanteric fracture of the femur with injection cannula. After mixing the cement, the cement was injected into the injection cannula using two white syringes. Since cement was observed being injected from the tip of the injection cannula, the surgeon attached a blue syringe and attempted to inject cement into the femoral head. However, the cement could not be injected. The surgeon tried several times but the situation did not improve so he removed the blue syringe from the injection cannula. The cement had not hardened, so it was determined that the reason it could not be injected was something other than the cement. Using another same product, the surgeon attempted to inject cement, but the amount of cement was insufficient and only just under 1mm of cement was injected into the femoral head.the surgeon mentioned that it was not a technical problem but a quality defect in the product because the procedure was in accordance with the procedure manual.the surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.